Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR# 2134265-2012-01684. It was reported that during preparation for a percutaneous transluminal coronary angioplasty treatment procedure, a guide wire perforated the catheter shaft. The physician was performing ballooning and stenting of the left anterior descending artery and the diagonal. While advancing the 2.0mm x 12mm apex monorail balloon catheter over a non bsc guide wire outside of the patient, the guide wire perforated through the shaft prior to the exit port. Attempted with a second 2.00mm x 8mm apex monorail balloon and the same thing occurred. The procedure was completed using the same wire and a non bsc balloon. There was no patient involvement.

Event description:
Same case as MFR# 2134265-2012-01684. It was reported that during preparation for a percutaneous transluminal coronary angioplasty treatment procedure a guide wire perforated the catheter shaft. The physician was performing ballooning and stenting of the left anterior descending artery and the diagonal. While advancing the 2.0mm x 12mm apex monorail balloon catheter over a non bsc guide wire outside of the patient, the guide wire perforated through the shaft prior to the exit port. Attempted with a second 2.00mm x 8mm apex monorail balloon and the same thing occurred. The procedure was completed using the same wire and a non bsc balloon. There was no patient involvement.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device identified that the wire lumen was bunched at 4.9cm and 5.5cm proximal to the tip. A detailed microscopic examination of the wire lumen identified that the wire lumen and outer extrusion were punctured outwardly at approximately 5.7cm proximal to the tip. As a result of the puncture in the wire lumen, it was not possible to inflate the balloon. Further examinations of the device found that the hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).